Event description:
Broken 20% of the blade broke off during surgery and was left in the patient. Additional information was obtained after speaking to the customer. The surgeon was performing surgery on the patient's shoulder and part of the instrument broke off. The surgeon was unable to retrieve the broken piece from the patient's shoulder and determined that more harm would occur if he attempted to remove the broken piece.

Manufacturer narrative:
(B)(4). A complaint sample was received by te manufacturer for evaluation. The evaluation of the instrument is not yet complete. The MDR was initially submitted on (B)(4) 2011 but failed.